Event description:
Patient's caregiver reported the tip on the battery/monitor is broken and was unsure of how it broke. Patient and caregiver tried to power up the wcd system with both the batteries but was unable to use the wcd. The use error involves failure to operate the device according to the manufacturer's recommendations or recognized best practice. There was no patient injury. However, if it were to recur it could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Due to unavailability of the wcd system kit, kmt was unable to evaluate the device and determine its root cause. Will continue to monitor and track the wcd system for investigation and perform device evaluation should it be located and recovered in the future.